Event description:
The sales rep. Reported that the inner packaging of the lfit heads is difficult to get out of the outer packaging. The sales rep reported that the operating room staff are complaining about this difficulty and have reported that they are concerned about sterility. The sales rep . Reported that the pack has to be shaken to remove the inner packaging from the outer packaging.

Event description:
The sales rep. Reported that the inner packaging of the lfit heads is difficult to get out of the outer packaging. The sales rep reported that the operating room staff are complaining about this difficulty and have reported that they are concerned about sterility. The sales rep . Reported that the pack has to be shaken to remove the inner packaging from the outer packaging.

Manufacturer narrative:
An event regarding a packaging issue involving a lfit head was reported. The event was confirmed. No adverse consequences to the patient were reported. This event is associated with a known stryker issue when removing the inner blister from the outer blister. The current design has a lift tab at one of the corners of the inner blister for which to pick the unit out from the outer blister, however, this tab can be difficult to grab. The current method of removing the inner blister from the outer has been reviewed with packaging design team. Although a lift tab exists on the current inner blister, a design improvement improvement is currently in progress to improve and address this issue.

Manufacturer narrative:
The catalog number and lot were not provided. The device was listed as an unknown lfit head. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.